Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. In accordance with the enhanced process, the company has re-evaluated this event and is submitting this MDR to ensure full compliance with 21 c.f.r. Part 803. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed. Two (2) days later, the patient updated the physician he suspected of passing the balloon during a hard bowel movement. No clinical findings were identified on digital rectal exam (dre) or CT imaging. The patient underwent placement of a replacement spacer and sbrt radiation therapy.